Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stopped using the device since the patient did not know if the infection was from the scs or the physician said it was long healing process. The patient was given intravenous fluid and oral antibiotics. The patient underwent an explant procedure.